Event description:
It was reported that during use with 2 bd insyte¿ autoguard¿ winged IV catheter the needle failed to retract when activated. There was no report of patient of user impact. The following information was provided by the initial reporter, translated from french to english: the needle failed to retract when the dedicated button was pressed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause but a trend has been identified for retraction failures and the manufacturing facility has opened an investigation to correct this issue. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that during use with 2 bd insyte¿ autoguard¿ winged IV catheter the needle failed to retract when activated. There was no report of patient of user impact. The following information was provided by the initial reporter, translated from french to english: the needle failed to retract when the dedicated button was pressed.